Event description:
It was reported by the healthcare professional, "pt's port was accessed with this huber needle 20g 3/4" and worked well until pt needed a diaper change by mother. Pump alarmed "pt side occluded" cn assessed line and was not able to draw or flush needle at all. I came in and prepared to readjust and/or reaccessed line using sterile technique. Needle "felt" like it was in the port, but I could not flush or draw, removed the dressing and with sterile technique tried to adjust needle, but it did not help. Port was deaccessed but the needle safety did not engage, pt was reaccessed and infusion was finished without further problems. I saved the initial needle as something happened to it while in the patient causing it to stop working and it will not engage the safety and the patient had to be reaccessed." No patient harm was reported. Infusing chemo.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a defective safety mechanism is unconfirmed as the alleged problem could not be reproduced. One 22 g x 0.75 in. Powerloc max safety infusion set was returned for evaluation. An initial visual observation showed some use residue on the returned sample. The safety mechanism was observed to not be activated and the needle was observed to be slightly curved along the shaft and slightly bent at its base. A microscopic observation revealed a whitish residue on the needle, but no excess adhesive was observed on the needle, needle housing, or the metal sleeve. The infusion set was flushed and pressurized with a 12 ml syringe of water. No occlusions were found, and the sample was found to be patent to infusion and aspiration. An attempt was made to activate the safety mechanism of the returned sample. Slight resistance was observed when the metal sleeve of the safety mechanism passed over the bend in the needle shaft, but the safety was able to be activated successfully and completely with ease. No occlusions were found in the returned sample and the safety mechanism of the returned sample was found to be able to be activated with very little resistance, despite the slightly bent needle shaft; therefore, this complaint is unconfirmed. A lot history review (lhr) of asdqs0091 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of asdqs0091 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the healthcare professional, "pt's port was accessed with this huber needle 20g 3/4" and worked well until pt needed a diaper change by mother. Pump alarmed "pt side occluded" cn assessed line and was not able to draw or flush needle at all. I came in and prepared to readjust and/or reaccessed line using sterile technique. Needle "felt" like it was in the port, but I could not flush or draw, removed the dressing and with sterile technique tried to adjust needle, but it did not help. Port was deaccessed but the needle safety did not engage, pt was reaccessed and infusion was finished without further problems. I saved the initial needle as something happened to it while in the patient causing it to stop working and it will not engage the safety and the patient had to be reaccessed." No patient harm was reported. Infusing chemo.